Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Visual evaluation identified the following : the implants were not damaged. Both shells had debris embedded in the tm pad surface from attempted implantation. The threads of the shells were 100% inspected at the time of manufacturing and were confirmed to be within specifications. No further evaluation could be performed with the returned products. DHR was reviewed and no discrepancies were found. Additional information does not change the conclusions of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h6 reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that during an initial hip procedure, two different cups would not disengage from the cup introducer. There was no harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: 00875705801 ¿ continuum cup ¿ 64148560. An updated investigation is in process and a follow-up MDR will be submitted upon completion. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02575.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00626001800 ¿ cup positioner ¿ 61619021. Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. Once the investigation have been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01101.

Event description:
It was reported that during an initial total hip arthroplasty, the cup would not disengage from the cup introducer. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.